Event description:
Allegedly, patient underwent r thr on (B)(6) 2024 following which the femoral implant subsided and the hip dislocated. Patient was revised on (B)(6) 2024 with a longer femoral head. (B)(4).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.